Event description:
The customer returned the camera head, which is an olympus asset with no reported complaint. During the evaluation of the device, water ingress in the imaging unit, water ingress in the cable section was observed. The service repair technician indicated that the most likely cause of the water ingress in the imaging unit, water ingress in the cable section was due to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.